Event description:
The pump was programmed to deliver an unspecified concentration of demerol, in the pca+continuous mode, a continuous infusion of 25mg/hr, a pca dose of 25mg, a 10-minute pt lockout, and an unspecified 4-hr limit was selected. The pt reported, "half of the syringe was injected with one push of the pt button." The pump was removed from clinical svc and therapy was resumed using a replacement pump. There were no reported adverse pt effects and no medical interventions were required. No add'l info was provided.